Manufacturer narrative:
The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facslyric¿ acquired erroneous results on patient samples. The following information was provided by initial reported. 1. Are there erroneous results on patient samples for diagnostic test? Yes but not reported as such, customer was able to correct values manually. 2. Was there any delay of treatment due to the issue? No. 3. If patient samples were redrawn, was there any change or delay of treatment? No. 4. Was there any physical harm/injury to the patient due to the issue? No. 5. Provide details - how and to what extent? Na. 6. What is the current medical status? 7. Na. Created gating is showing wrong values when moving the gate, possible wrong interpretation of results. An assay was created using gates and quad gates. Customer noticed that wrong results were shown which are corrected when opening again. Internally we can reproduce easily the issue. When you hover on the gate and move but keep all events within the margins the values change dramatically, this can be observed both with quad gates and rectangular gates.

Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting and manufacturing site office contact - (B)(6). G1. Reporting office-becton dickinson and company bd biosciences. H.10 investigation summary: based on the investigation results, the reported issue that the sum of percentages child were not adding up to 100% of parent gate was confirmed. Investigation results that were performed on the indicated failure mode were the following: the provided information including video file and assays were evaluated, and the issue is related to a software issue with potential cause due to the gate hinges going out of boundary as soon as the r-value is changed, and the user is unable to move the gate. The erroneous statistic value displayed for the quad gate, i.e. Sum of parent % is not equal to 100. As a work around the user has to double click the quad gate to reset it to default position and then manually move the gates to calculate statistics correctly. This software issue is being prioritized to be fixed in an upcoming facsuite release. The customer obtained erroneous results but was able to correct the values manually, and there was no delay of treatment and no harm/injury to the patient. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd facslyric¿ acquired erroneous results on patient samples. The following information was provided by initial reported. Are there erroneous results on patient samples for diagnostic test? Yes but not reported as such, customer was able to correct values manually. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No. Provide details - how and to what extent? Na. What is the current medical status? Na. Created gating is showing wrong values when moving the gate, possible wrong interpretation of results. An assay was created using gates and quad gates. Customer noticed that wrong results were shown which are corrected when opening again. Internally we can reproduce easily the issue. When you hover on the gate and move but keep all events within the margins the values change dramatically, this can be observed both with quad gates and rectangular gates.